Event description:
It was reported that this pacemaker entered safety mode. Technical services (ts) was consulted and discussed that the device should be replaced. Subsequently, it was explanted. A new device was implanted. No additional adverse patient effects were reported.